Manufacturer narrative:
Device evaluation: the zisv6-35-125-6.0-40-ptx device of lot number c1629444 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated if the device is returned for evaluation. Several requests have been made for additional information and imaging related to this complaint. It has been confirmed that no imaging will be made available for review and no additional information had been made available by the user at the time of the investigation. Document review: prior to distribution zisv6-35-125-6.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-6.0-40-ptx of lot number c1629444 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1629444. The instructions for use (ifu0117-5) states the following: ¿prior to disengaging the device safety lock ensure the distal end of the stability sheath is inside the introducer sheath. Failure to do so may result in stent damage and/or stent compression upon deployment.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the delivery system being moved during deployment or the stability sheath not being inside the access sheath. If the stability sheath was not inside the access sheath during deployment it is possible that this resulted in the stent becoming damage or compressed upon deployment preventing the user from inserting balloon to perform post-dilation. If the delivery system was moved during deployment it is possible that the struts of the stent became caught on one another during deployment resulting in the proximal end of the stent remaining closed or tanged on deployment. This would have prevented the balloon from entering the stent to perform post-dilation. It is also possible that a difficult patient anatomy may have compressed the proximal end of the stent upon deployment preventing the proximal end of the stent from expanding at the same rate as the distal end. However, as no additional information or imaging was provided for this complaint a definitive root cause cannot be determined. Summary: the complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as the complaint investigation was concluded on 02-nov-2020. When the stent was released, it kept folded in the proximal part, keeping the balloon from getting inside the stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the stent was released, it kept folded in the proximal part, keeping the balloon from getting inside the stent